Event description:
It was reported that patient is having pain and stiffness since hip surgery that took place in (B)(6) 2008.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. It was also reported that in (B)(6) 2009 the patient received notification that his implant was recalled (ra2008-137). Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.